Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered in blood. The helix was bent and it appeared visually to be damaged at implant. (B)(4).

Event description:
It was reported that during initial implant, the helix of the right ventricular (rv) lead would not extend after the first repositioning. The rv lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.